Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On (B)(6) 2011, 734 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms in (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, weight increased and dyspareunia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menstruation irregular, dysmenorrhoea, weight increased and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after 2 years started to experience sharp stabbing pelvic pains and heavy bleeding (seen as genital bleeding). She underwent an unspecified pelvic surgery, approximately 3 years after essure insertion. The events were considered serious due to medical relevance and they are anticipated in the reference safety information for essure. Additionally, non-serious events were reported. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. Pelvic pain may occur after essure insertion, as well as abnormal genital bleeding and menses pattern changes. In this particular case, there is no reference to the consumer's previous and concomitant conditions but the events started after essure insertion therefore a causal relationship cannot be excluded and they were considered related to essure. Although the exact nature and indication of the pelvic surgery was not specified, this case was regarded as incident in a conservative approach, since surgical intervention was required. A product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with doxycycline, metronidazole (flagyl) and surgery (pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the uterine haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, uterine haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/confirm sterilization concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, treatment medications, concomitant disease, new event uterine haemorrhage added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(4)2009, the patient had essure inserted. On (B)(4)2011, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms in feb-2014/hysterectomy(full)). Essure was removed on 1-mar-2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(4)2009: total bilateral occlusion/confirm sterilization most recent follow-up information incorporated above includes: on(B)(4)2018: plaintiff fact sheet received : new reporter was added,patient demographic details added,lab data added, product indication updated,product stop date added,product lot number added,event was clubbed- heavy bleeding/abnormal bleeding (general), sharp stabbing pelvic pains/pain, painful intercourse/dyspareunia (painful sexual intercourse). Event was added- hair loss,migraines,headaches. Event outcome was added- abnormal bleeding,migraines and pain was recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain/ pelvic pain"), device dislocation ("migration of essure device"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 628146, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and heavy periods. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"), 2 years after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy long periods") and vulvovaginal disorder ("vaginal problem"). The patient was treated with doxycycline, metronidazole (flagyl) and surgery (hysterectomy(full) and pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the device dislocation, uterine haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia, headache, menorrhagia and vulvovaginal disorder outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine haemorrhage, vulvovaginal disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/confirm sterilization; on (B)(6) 2009: total bilateral occlusion, failure to occlude (close fallopian tubes, migration of essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain. Lot number: 629146, man date: 2009-01, exp date: 2012-01. Lot number: 628146, man date: 2008-09, exp date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received. Event "migration of essure device", medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spomntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain/ pelvic pain"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 628146, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), weight increased ("weight gain") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with doxycycline, metronidazole (flagyl) and surgery (pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the uterine haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menstruation irregular, migraine, pelvic pain, uterine haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/confirm sterilization. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain lot number: 629146, man date: 2009-01, exp date: 2012-01. Lot number: 628146, man date: 2008-09, exp date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains/pain/ pelvic pain') and device dislocation ('migration of essure device') in a 25-year-old female patient who had essure (batch no. 628146, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and prolonged heavy periods. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"), 2 years 1 month after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("heavy long periods"), vulvovaginal disorder ("vaginal problem"), gingival disorder ("gums problem"), tooth fracture ("3 teeth on bottom that broke/ one tooth on top that has a piece broke"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), pruritus ("itch"), dysgeusia ("metal taste in my mouth") and pain in extremity ("vaginal pain leg would be hurt"). The patient was treated with doxycycline, and surgery (hysterectomy(full) and pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abnormal uterine bleeding, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia, migraine, headache, heavy menstrual bleeding, vulvovaginal disorder, gingival disorder, tooth fracture, back pain, vulvovaginal pain, pruritus, dysgeusia and pain in extremity had resolved. The reporter considered abnormal uterine bleeding, alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, heavy menstrual bleeding, menstruation irregular, migraine, pain in extremity, pelvic pain, pruritus, tooth fracture, vulvovaginal disorder, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram- on (B)(6) 2009: results: total bilateral occlusion/confirm. Sterilization; on (B)(6) 2009: total bilateral occlusion, failure to occlude (close fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: mr received: reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains/pain/ pelvic pain') and device dislocation ('migration of essure device') in a 25-year-old female patient who had essure (batch no. 628146, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and prolonged heavy periods. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"), 2 years 1 month after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy long periods"), vulvovaginal disorder ("vaginal problem"), gingival disorder ("gums problem"), tooth fracture ("3 teeth on bottom that broke/ one tooth on top that has a piece broke"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), pruritus ("itch"), dysgeusia ("metal taste") and pain in extremity ("vaginal pain leg would be hurt"). The patient was treated with doxycycline, and surgery (hysterectomy(full) and pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia, migraine, headache, menorrhagia, vulvovaginal disorder, gingival disorder, tooth fracture, back pain, vulvovaginal pain, pruritus, dysgeusia and pain in extremity had resolved. The reporter considered alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, pruritus, tooth fracture, uterine haemorrhage, vulvovaginal disorder, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/confirm sterilization; on (B)(6) 2009: total bilateral occlusion, failure to occlude (close fallopian tubes, migration of essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain lot number: 629146 man date: 2009-01 exp date: 2012-01. Lot number: 628146 man date: 2008-09 exp date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event and outcome added- lower back pain, vaginal pain, itch and vaginal pain leg would be hurt. All my problems went away. Report added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains/pain/ pelvic pain') and device dislocation ('migration of essure device') in a 25-year-old female patient who had essure (batch no. 628146, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and prolonged heavy periods. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"), 2 years after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy long periods"), vulvovaginal disorder ("vaginal problem"), gingival disorder ("gums problem") and tooth fracture ("3 teeth on bottom that broke/ one tooth on top that has a piece broke"). The patient was treated with doxycycline, and surgery (hysterectomy(full) and pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved and the device dislocation, uterine haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia, headache, menorrhagia, vulvovaginal disorder, gingival disorder and tooth fracture outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, tooth fracture, uterine haemorrhage, vulvovaginal disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/confirm sterilization; on (B)(6) 2009: total bilateral occlusion, failure to occlude (close fallopian tubes, migration of essure device. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), pelvic pain lot number: 629146 man date: 2009-01 exp date: 2012-01 lot number: 628146 man date: 2008-09 exp date: 2011-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: newly added events- gum disorder, tooth fracture, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains/pain/ pelvic pain') and device dislocation ('migration of essure device') in a 25-year-old female patient who had essure (batch no. 628146, 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and prolonged heavy periods. Concurrent conditions included body mass index normal, ovarian cyst, endometrial polyp and shortness of breath. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding general"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses") and dyspareunia ("painful intercourse/dyspareunia painful sexual intercourse") and was found to have weight increased ("weight gain"), 2 years 1 month after insertion of essure. In 2011, the patient experienced alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("heavy long periods"), vulvovaginal disorder ("vaginal problem"), gingival disorder ("gums problem"), tooth fracture ("3 teeth on bottom that broke/ one tooth on top that has a piece broke"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), pruritus ("itch"), dysgeusia ("metal taste in my mouth") and pain in extremity ("vaginal pain leg would be hurt"). The patient was treated with doxycycline, and surgery (hysterectomy(full) and pelvic surgery to try and alleviate the symptoms in (B)(6) 2014/hysterectomy(full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, weight increased, dyspareunia, alopecia, migraine, headache, menorrhagia, vulvovaginal disorder, gingival disorder, tooth fracture, back pain, vulvovaginal pain, pruritus, dysgeusia and pain in extremity had resolved. The reporter considered alopecia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, pruritus, tooth fracture, uterine haemorrhage, vulvovaginal disorder, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion/confirm . Sterilization; on (B)(6) 2009: total bilateral occlusion, failure to occlude (close fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and after 2 years started to experience sharp stabbing pelvic pains and heavy bleeding (seen as genital bleeding). She underwent an unspecified pelvic surgery, approximately 3 years after essure insertion. The events were considered serious due to medical relevance and they are anticipated in the reference safety information for essure. Additionally, non-serious events were reported. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse and musculoskeletal conditions are among the most frequent causes. Pelvic pain may occur after essure insertion, as well as abnormal genital bleeding and menses pattern changes. In this particular case, there is no reference to the consumer's previous and concomitant conditions but the events started after essure insertion therefore a causal relationship cannot be excluded and they were considered related to essure. Although the exact nature and indication of the pelvic surgery was not specified, this case was regarded as incident in a conservative approach, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.